Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Catching my lip [lip injury]; screw released while using, brush heads were catching lip - oral b precision clean brushhead [injury associated with device]; screw released during use - oral b precision clean brushhead [device breakage]. Case description: a (B)(6) consumer of unspecified gender reported spontaneously via phone on (B)(6) 2018 that he/she purchased 8 packs of oral-b precision clean brushheads (packs of 4) last year. The consumer stated that he'd/she'd used 3 packs of the 4 brush heads, and some were catching his/her lip. Additionally, there was an incident where the screw released while he/she was using and he/she bit on it; the consumer asserted that he/she was okay. The consumer stated that he/she had used this product for a long time and had never had this problem before. The case outcome was recovered. Relevant history: none reported. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.